Manufacturer narrative:
H3: analysis of the lead (lot # va2a44p) revealed that the lead was bent at the distal end, between electrodes 0 and 1. This information was previously present in b5 of the previous regulatory report, but codes were not applied. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare professional - hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp noticed that it looked like the distal electrodes 0 and 1 where detached. During lead placement the lead bent at greater than 90 degrees between electrodes 1 and 0. Under fluoroscopy it looked like the distal tip of the lead was lead was bent back on itself. The doctor withdrew the lead and examined the distal part of the lead. At this point the hcp said the integrity of the lead looked equivocal. Before risking implant of this lead in the patient, the rep suggested that they send the lead back for evaluation. They opened a new lead and completed the case. The issue had been resolved with the new lead. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the bent lead was not determined. The rep wrote that it appeared that the issue was caused during normal procedural use. The physician inserted the lead transforaminally, through the introducer and the lead hit resistance. The physician mentioned that they thought they were running into scar tissue. This was a replacement device, so the rep thought it was possible there was scar tissue in the space. Retunneling did not occur during the procedure. There was no injury to the patient